Manufacturer narrative:
Follow-up 3: patient's condition update.

Event description:
Patient developed painful cysts in the treated area 2 months post treatment. The cysts were drained. The patient was diagnosed with hidradenitis suppurativa. The clinic noted family history of hidradenitis suppurativa. Patient was prescribed doxycycline (antibiotics). Dosage unknown. Update: clinic reported the patient developed another cyst in the right axilla about 3 months post treatment. The cyst ruptured and healed. At 7 months post treatment, the patient contacted the clinic with a condition update. She was referred to a dermatologist/specialist. The patient stated she was scheduled for surgery to remove the cysts and scar tissue from the axillae.

Manufacturer narrative:
Additional information describe event or problem: doxycycline was prescribed.

Event description:
Patient developed painful cysts in the treated area 2 months post treatment. The cysts were drained. The patient was diagnosed with hidradenitis suppurativa. The clinic noted family history of hidradenitis suppurativa. Update: patient was prescribed doxycycline (antibiotics). Dosage unknown.

Event description:
Patient developed painful cysts in the treated areas 2 months post treatment. The cysts were drained. The patient was diagnosed with hidradenitis suppurativa. The clinic noted family history of hidradenitis suppurativa.

Event description:
Patient developed painful cysts in the treated area 2 months post treatment. The cysts were drained. The patient was diagnosed with hidradenitis suppurativa. The clinic noted family history of hidradenitis suppurativa. Patient was prescribed doxycycline (antibiotics). Dosage unknown. Update 01/08/2018. Clinic reported the patient developed another cyst in the right axilla about 3 months post treatment. The cyst ruptured and healed. At 7 months post treatment, the patient contacted the clinic with a condition update. She was referred to a dermatologist/specialist. The patient stated she was scheduled for surgery to remove the cysts and scar tissue from the axillae.

Manufacturer narrative:
Device manufacture date: 09-aug-2013.